Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the product burned the doctor's hand/finger for the second time.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted wearing at the monopolar 1 receptacle latch. Functional testing found the mono1 port was unable to latch onto handpiece and was therefore unable to activate mono1 cut or coag with the handpiece. It was reported that product burned the doctor's hand/finger for the second time. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of wearing at the monopolar 1 receptacle latch and the coin cell battery voltage was low that has no relationship to the reported condition. The most likely cause could not be established from the information available. Another unreported condition was identified: the coin cell battery voltage was low. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ft series energy platform product burned the doctor's hand/finger for the second time.